Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strip vial with lot mx4376s was returned - expired/mixed lot, unable to be verified and tested. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call on 20-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests performed 2 hours post meal of 85 and 75 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-140 mg/dl and expected 2 hour post meal expected blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was unable to provide lot information for the test strips - customer had removed the test strips from the vial and discarded it. Customer had placed the test strips into an old vial with an expired lot number. The customer did have another vial of test strips available but declined to perform a blood test during the call. The meter memory was not reviewed for previous test result history.